Event description:
It was reported that upon unpacking the catheter, the handle was found to be dirty despite the device not having been used. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was discarded in facility.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.